Event description:
A caller reported that their t:slim x2 pump was experiencing issues, with the battery not charging and the screen remaining dark. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to try various troubleshooting steps, such as using different charging cables and adapters, but these efforts did not resolve the issue. Consequently, technical support decided to replace the pump. The caller was informed that they would receive a replacement pump with updated software and was instructed on the return process for the defective pump. The caller confirmed the shipping address, requested delivery confirmation, and acknowledged the need to transfer settings and connect their cgm to the new device.